Event description:
Reportedly, during a laparascopic hernia repair, the balloon cover came apart upon entry into preperitoneal space causing a tear in the peritoneum. The dr was dissatisfied with the space the balloon created. The dr converted the laparoscopic procedure into an open procedure.